Event description:
It was reported that 2 weeks after implant, this right ventricular (rv) lead was removed and replaced, as pacing was not being delivered, when required. The lead was tested with a pacing system analyzer and the observation was seen. The issue was thought to be due to a loss of slack caused by microdislodgement. A new rv lead was successfully implanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated, at that time.